Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A company representative reported that a 46-year-old male patient received delivery of a dental appliance on (B)(6) 2025. On 6/10/26, the patient reported that they experienced the following on (B)(6) 2026: "woke up and noticed a piece of hard plastic in my mouth, part of my dental device, and I noticed the device was severely cracked and had a chip out of it." No permanent injury was reported, and no permanent injury was reported and the patient discontinued use of the device. The patient discontinued use of the device it is unknown whether the appliance was replaced as well as if the cleaning and storage instructions were followed. The company representative's office is located in (B)(6).